Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, -15.0/+5.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned due to lens rotation. This did not resolve the problem. On (B)(6) 2019 the lens was exchanged with a same size, different axis lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).